Event description:
A 28mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. It was reported that approximately 24 months post implant the patient was in for follow-up appointment. The CT demonstrated that due to disease progression resulting in dilatation of the aortic neck the stent graft has migrated. There was a type 1 endoleak present. The physician elected to implant another manufacturers aortic cuff. The type 1 endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.